Manufacturer narrative:
A visual and functional test of the pump found that patient history showed several time down occlusion alarms. This is a use error, not a software issue. The following multiple tests on pump and found that complaint could not be confirmed: "on/off" key functioned per specifications, at rate 400 ml/hr using full charge batteries, pump ran per spec. At rate 19.9 ml/hr, pump functional per specifications.

Event description:
Information received indicates (B)(6) female weighing (B)(6), using milrinone for her heart, 140 ml bag at 2.4 ml/hr for 48 hours. Pump was off hours before patient realized it. She had increased shortness of breath, but no medical intervention was required.